Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and a similar complaint query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulty during removal. It was reported that during removal, the guide wire met resistance with the balloon catheter and stent delivery system. Factors that may contribute to difficulty advancing or removing a balloon catheter/stent delivery system (sds) over the guide wire include, but are not limited to, inner diameter of the catheter/(sds), outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter/(sds) or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 - date of procedure estimated as 6/17/2024. D4 - the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that a universal bmw ii guide wire was used in a procedure; however, the guide wire became caught with a balloon and stent. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.